Manufacturer narrative:
Additional information in h3, h6. H10: the actual device was not available; three (3) photographs and fourteen (14) retention sample were received for evaluation. The fourteen (14) retention samples were visually inspected and no issues were noted. Visual inspection of the photographs observed that the packages present a linear cut in the aluminum form of the packages. The reported condition was verified. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the middle of the packaging of three (3) units of minicaps. This occurred before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.